Manufacturer narrative:
Product event summary: analysis found the programmer was able to power up and able interrogate wireless and non-wireless using a known good head. The programmer shut down when the provided rf (radio frequency) head was plugged in to the programmer. Analysis also found the rf head connector was loose on the lem (link electronic module) printed circuit board assembly. One latch tab was broken off of power cord bay door and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer was shutting down and rebooting while in the operating room prior to a case. Staff was concerned of power down when possible attached to pacer dependent patient during procedure. It was also reported the back latch was broken. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.